Event description:
During a laparoscopic partial nephrectomy procedure, the device tore while in place. Surgeon attempted to tighten device around his wrist. No patient consequence. Case completed with another device of the same product code.